Manufacturer narrative:
Several reminders for providing extra information about this complaint and returning the defective articles have been sent, unfortunately we have not received extra information and the faulty articles. For this reason the complaint is closed. Considering the failure, a broken tip of the phaco needle may fall into the eye & may cause tissue reaction, hence it's reportable. (B)(4). No information reasonable suggests anyone was harmed. All available information has been disclosed. This complaint has now been closed.

Event description:
Their phaco fragmentation tip broke during surgery. Most likely lot numbers (B)(6) 2015 no sample and no report of injury.